Manufacturer narrative:
Evaluation of the returned cat7 confirmed that the catheter was kinked. If the cat7 is forcefully manipulated against resistance or is otherwise mishandled at extreme angles during use, damage such as kinks may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient underwent a thrombectomy procedure in the popliteal using an indigo system aspiration catheter 7 (cat7), a non-penumbra sheath, and a guidewire. It should be noted that the patient had tortuous iliacs and bifurcations. During the procedure, the physician completed a few passes using the cat7. While withdrawing the cat7 from the patient, the physician encountered resistance. After the cat7 was removed from the patient, the physician noticed the cat7 had kinked mid-shaft. The procedure was completed successfully at this point and no additional passes were required. There was no report of an adverse effect to the patient.